Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal end of the returned ar-1927bcf-3 driver had broken off of the shaft of the device, leaving approximately 109.06mm of the shaft remaining. The fragmented tip was not returned for investigation. Material analysis concluded that the ar-1927bcf-3 driver met all as-received specifications. As such, the observed condition is most likely the result of prying/leveraging the device during use. It was noted that the bone quality encountered during the procedure was not recorded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a bio-composite corkscrew, ar-1927bcf-3, was used during a procedure. As the surgeon was sewing the soft tissue around the tibia, he inserted the corkscrew and completed the case with no issue. After the procedure, the surgeon realized that the driver tip was broken off. The surgeon took an x-ray and he found that the broken piece was still in the patient. The surgeon thought it would cause more harm to do a second surgery, so therefore a second surgery is not planned. Additional information provided 11/20/19: sewing of soft tissue around the tibia was the main purpose of the surgery. The tip of the driver was lodged in the head of the anchor.